Event description:
Clinical report states that patient sustained a distal femur fracture at the time of primary tha and was treated with protected weight bearing. It was noted as unchanged on 4-week follow-up x-ray. Update rec¿d (B)(6) 2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon insertion of an acetabular screw, the head of the screw snapped from the screw. The decision was made to leave the screw. The screw is being added to the complaint at this time. The lot information for the femoral stem is being updated and the patient demographics. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other similar or related reports against the product and lot code combinations since their release to distribution. Medical records were received and reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other similar or related reports against the product and lot code combinations since their release to distribution. Medical records were received and reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.